Event description:
A customer splashed control for anti-hbs into their eyes. The fluid contains human blood products. There was no immediate harm to the subject as a result of this event.

Manufacturer narrative:
The following statement appears in the instructions for use for vitros immunodiagnostic products anti-hbs controls: "warning: potentially infectious material human blood products provided as components of this pack have been obtained from donors who were tested individually and who were found to be negative for hepatitis b surface antigen and for antibodies to human immunodeficiency virus (hiv 1+2) and hepatitis c virus (hcv), using approved methods (enzyme immunoassays). Treat as if capable of transmitting infection. Care should be take when handling material of human origin. All samples should be considered potentially infectious. No test method can offer complete assurance that hepatitis b virus, hcv, hiv 1+2, or other infectious agents are absent. Handling of samples and assay components, their use, storage, and solid and liquid waste disposal should be in accordance with the procedures defined by the appropriate national biohazard guideline or regulation (e.g. Nccls guideline m29). No treatment has been initiated. Proper personal protective equipment was not being worn at the time of the event. The cause of the event was user error.